Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. A certain button had to be pressed repeatedly and very hard in order to get a response. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. No cosmetic damage was noted. (B)(4).